Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission. Review of transcripts revealed loss of capture of the left ventricular lead. The patient presented in clinic and chest x-rays were suggested. No intervention was performed. Patient reported no symptoms.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2020. The patient was in stable condition post procedure.